Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 55 and blood glucose was 500 mg/dl. Caller was advised that since customer was under 16 years of age, sensor was being worn off-label. Caller reported that sometimes cannula was bent. Caller was educated on some reasons that would cause sensor glucose versus blood glucose differences. Caller was advised that sensor would be replaced.